Manufacturer narrative:
The hospital biomed was unable to confirm the complaint of a "high pressure" alarm. The rapid infuser was returned to belmont on (B)(6) 2020; the investigation is ongoing. When the rapid infuser, ri-2 detects a situation that may compromise safe and effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of a "high pressure" alarm, the operator's manual also provides possible conditions and additional recommended operator actions. The rapid infuser may exhibit a "high pressure" alarm for the following reasons: 1) the patient line is blocked; 2) the recirculate line is blocked; 3) the infusion site is not well placed; 4) the catheter bore size is too small; or 5) the pressure limit setting is too low. In order to keep pressure in the line below the pressure limit, the system will reduce the infusion rate which may cause the flow rate to slow down or prevent it from reaching the set rate. In the event that the flow rate is slowing down or will not go at the set rate, the operator's manual provides the following recommended operator actions: 1) "check and remove kinks or obstructions in the tubing"; 2) "use the appropriate infusion set recommended in the guide, match the infusion set to flow rate and fluid type"; and 3) "increase flow by increasing the pressure limit. Change the pressure limit in calibration/setup to a higher limit (maximum pressure limit is 300 mmhg)". As high pressure may occur if the infusion site is not well placed or the catheter bore size is too small, the operator's manual instructs the user: "select an appropriate cannula size for the decided flow rate" and provides a chart to help the user choose an appropriate cannula size for the desired flow rate and infusate. It was reported that the ri-2 was replaced and the procedure was completed; no patient injury was reported. The manufacturing records for this serial number were reviewed and no anomalies were identified. Should additional information become available, a supplemental report will be provided.

Event description:
The biomed at the user facility reported that the anesthesiologist in the or was unable to use the rapid infuser, ri-2 due to a constant high pressure alarm. The disposable set was replaced to no avail. The unit was replaced with another ri-2 and the procedure was completed. The biomed was unable to duplicate the failure.